Event description:
From staff: patient was being lowered into chair using the mechanical lift. Patient was directly over the chair when the clip on one side of the hoyer broke off. Patient was not harmed since the patient was directly over the chair. If patient had not been positioned properly and the straps had slid off, the patient potentially could have been hurt.